Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the hospital on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod between 49 and 71 hours. The site was reported to be painful, bruised, red and swollen. The patient was treated with amoxicillin. The patient was released after 20 hours, on (B)(6) 2026. The pod was discarded at the hospital.